Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from te patient's right eye due to refractive error. It was noted that the incision was enlarged. This was replaced with the same model iol but lower diopter power (18.0). There was no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 7/16/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: on july 16, 2020 the complaint lens was received covered in an unknown solution in a specimen cup. The lens was cleaned and visual inspection under magnification revealed a chip on the trailing haptic, which is consistent with a lens that was handled during explant. No other cosmetic issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that one complaint folder is part of this production order, however, the complaint issue is a low risk and no investigation was required, therefore this complaint issue was not confirmed. In addition, the complaint issue (loading issues and dc-use error) is not related to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.